Manufacturer narrative:
E1: patient city: (B)(6). Patient country: denmark. Zip: (B)(6). E1: name: (B)(6). Imdrf cause investigation code: code b24 is not available in database to capture event history log review additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 03-jun-2026 against "lot number: 6009144 and similar malfunction code(s): no failure detected, no malfunction based on complaint information. No malfunction based on complaint information. The review confirmed that lot: 6009144 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 03-jun-2026 against "lot number" criteria equal 6009144 and similar malfunction codes no failure detected, no malfunction based on complaint information. No malfunction based on complaint information. The count of complaint is 1. The complaint numbers are (B)(4). Device history record (DHR) review: the lot: 6009144 was manufactured according to the work instruction (wi) version 81 and manufactured in the multivac 12, on 14-sep-2024, with a total of (B)(4) units. The assembly, lot: 4j01271 was manufactured according to the wi version 27 and manufactured in the quickset line, on 14-sep-2024, with a total of (B)(4) units. The assembly lot: 4j01282 was manufactured according to the wi version 27 and manufactured in the quickset line, on 14-sep-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot: 4j00864 was manufactured according to the wi version 42 and manufactured in the gluing machine 04 -08, on 01-nov-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot: 4j02031 was manufactured according to the wi version 42 and manufactured in the gluing machine 08, on 10-sep-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot: 4j00864 was manufactured according to the wi version 42 and manufactured in the gluing machine 08. 05 -04, on 14-sep-2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. Conclusion: no further investigation activities were required return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot: 6009144 and related malfunction codes. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced hyperglycemia event on 05 may 2026 treated with pump.